Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and cassette attached to the pump. The customer stated problem was verified. During investigation, the pump upstream occlusion sensor failed. Unable to determine the cause of the problem. Service replaced the pump failed pump upstream occlusion sensor. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "cassette not attached properly". The reported event did not occur while in use with the patient. No adverse effects reported.